Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ags conclusion: investigation is still ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the unit failed the rinse flow test because no flow was detected from the blue flow sensor side. The most likely cause of this failure is fluid intrusion. Event happened during non-clinical procedure. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.